Event description:
The pt had full vns generator and lead revision surgery due to an unk reason. Upon f/u, the neurologist reported that it was due to lead fracture, as high impedance was detected during a diagnostic test on (B)(6) 2011. It was reported that the generator was also replaced because it was nearing end of service. The neurologist reported that it is unk why the lead broke, as there was no trauma noted at the site. X-rays were taken of the pt's vns, but they have not been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.